Event description:
There was no signal coming from the catheter after the placement into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for catheter, sustainability reprocessed diag livewire steerable diagnostic ep catheter (per site reporter) per rl, site notified manufacturer.